Event description:
The patient had a ¿big seroma¿ and when the nurse tried to refill the pump, fluid squirted out of the needle injection site.

Event description:
It was reported, the patient had an allergic reaction. The patient had a pump but it was removed. The patient was allergic to adhesive and latex. Per the patient on the day of the pump implant surgery in 2011, after the surgeon was done operating ¿whoever closed me and put tegaderm on top of my incision¿. When the patient woke up that afternoon, the patient realized what was going on but it was too late. The blisters had already formed underneath the patient¿s skin. When they took the tegarderm off, the infection spread to the incision. The pump was removed 2 days later. The patient also stated that the pump was a blessing and wished it did not have to be removed. The patient had prialt in the pump and ¿nothing on the face of the earth controlled the patient¿s pain like that drug did.¿ the patient also had an infectious disease hcp come and look at him. The patient has not seen their managing hcp since 2011 and sees a ¿rhuematory¿ hcp to manage. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type accessory. (B)(4).